Event description:
Philips received a complaint by the customer on the v60, indicating that the device alarmed for low proximal pressure. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the device alarmed for low proximal pressure. The remote service engineer (rse) communicated with the customer and found that the device was working properly once the customer brought the mask to the patient's face. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
(B)(6).